Event description:
Related manufacturer report number: 3006705815-2022-13772. It was reported that the patient had lost therapy due to high impedances on their left lead. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. It is unknown which lead had the issue and was replaced, so both are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.